Manufacturer narrative:
The electrode serial number and its expiration date were not provided. The customer was instructed to clean the ion-selective electrode (ise) fluidic path for chemical buildup. They cleaned the module according to the protocols and performed a successful comparative qc study. The customer confirmed that the module was again performing according to specifications. The investigation determined that micro-contamination and crystallization buildup within the ise dilution cup, vacuum probes/needles, and sipper probes caused the event. The investigation determined that the customer's actions resolved the issue.

Event description:
The initial reporter received a discrepant sodium assay result from one patient sample tested on the cobas pro ise analytical unit. The initial result from the module was approximately 150 mmol/l. The repeat result from another was approximately 140 mmol/l.